Event description:
The patient stated that she had been having problems with her basal infusion. She indicated that she was receiving her meal boluses but that this was not adequately reducing her blood glucose level. Her blood glucose level remained at approximately 266 for three days before she started to develop diabetic ketoacidosis. She was hospitalized for two days. Her teaching nures checked the pump and determined it was not working "correctly".